Event description:
Device 2 of 4. Reference MFR report: 1627487-2014-15655. Reference MFR report: 1627487-2014-15657. Reference MFR report: 1627487-2014-15658. The patient had 5 model 3153 leads (4 from lot 3382886 and 1 from lot 4198761) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the patient's scs system was explanted. It is unknown which leads were involved; therefore all possible lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.